Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2024 at 7:30pm the user felt dizzy and received a blood glucose result of 500 mg/dl. The user then had a seizure, fell to the floor, and incurred a laceration on his head. The customer's wife called the emt's. The blood glucose result obtained by the emt's was not provided. The emt's treated the customer with an insulin pen to lower blood glucose levels. The user was not transported to the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.